Manufacturer narrative:
Initial reporter phone#: (B)(6). Initial reporter address: (B)(6). Initial reporter zip code : unknown. A device evaluation is pending but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 syringe 1.0ml x 31g x 6mm had incorrect label information. The following information was provided by the initial reporter: a duplicate lot number was over-printed on the carton packaging.

Manufacturer narrative:
H6: investigation summary : customer returned several images of a shelf carton for 1ml, 31 gauge, 6mm syringes from lot 0055627. The print for the lot number and manufacturing date are overlapping, resulting in both being illegible. A review of the device history record was completed for batch# 0055627. All inspections were performed per the applicable operations qc specifications. There was one (1) notification noted that did not pertain to the complaint. Based on the images received, bd was able to confirm the customer¿s indicated failure of a package printing defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported that 1 syringe 1.0ml x 31g x 6mm had incorrect label information. The following information was provided by the initial reporter : a duplicate lot number was over-printed on the carton packaging.